Event description:
It was reported that the customer experienced ongoing intermittent elevated blood glucose (bg) levels of 600 mg/dl. Cause was not known. Customer required assistance from group home staff member to obtain water and help with bg testing. A correction bolus via the pump was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.